Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire encountered resistance with the patient's anatomy, resulting in resistance during advancement. Additionally, it was reported that a balloon catheter encountered resistance when advancing and removing over the guide wire. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. The first bmw universal ii guide wire (gw) was used in the left main (lm) bifurcation, the gw was used to wire the left circumflex (lcx). After performing the kissing balloon technique, the gw was removed and it was noted the polymer coating had dislodged from the gw. A stent was later implanted in the lm to jail the separated polymer. A second bmw universal ii gw was advanced to the mid lad and after balloon dilatation and stent placement, it was noted the gw had fractured. The fractured wire was removed using triple wire twisting technique. A third bmw universal ii gw was used in the mid lad however slight resistance was felt during rewiring the lcx stent and during balloon crossing to dilate the stent strut at the lcx ostium. The gw became stuck with the balloon catheter. The devices were removed together without issue. A fourth bmw universal ii gw was used to wire the posterolateral coronary sinus branch. The lv lead was advanced over the gw however resistance was met and the lead became stuck to the gw. Both devices were removed together. The lv lead was able to be placed with a pilot gw. A delay in the procedure was noted. No additional information was provided.